Event description:
Patient had procedure on (B)(6) 2005 and reported cramping and pain once then for the last 3 month. After consultation with physician it was decided to remove essure micro-inserts and perform a tubal ligation. Physician informed conceptus on (B)(6) 2005 that she had done a laparoscopic removal of both essure devices. The removal was described as being very easy and she subsequently performed bilateral salpingectomies. There were no perforations, the pelvis was clean, and there was no obvious cause for the pain that the patient was experiencing.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.